Event description:
It was reported that a patient's device has not worked in "several years". It was stated that the device would not charge. It was stated the patient had cancer and that was her priority so she did not charge her implantable neurostimulator (ins). It was stated that the ins was "rejecting itself out of her body". It was reported that the patient had a large sore on her back and that the ins was "protruding" from her back. It was also noted that there were lumps around the ins. It was stated that the patient planned to go to urgent care. No further information was provided. More information has been requested, and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID 377760, lot# n0037432, implanted: 2005 (B)(6), product type lead, product ID 377760, lot# n0037432, implanted: 2005 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2005 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).